Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the image on the screen is flashing and cuts out". According to the information received, this happened during a veterinary procedure and the procedure could be completed with a prolongation of less than 15 minutes. There was no injury or impact to any human reported. No negative impact in state of health reported. The product concerned (tp101) is also intended for use during human medical procedures.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).